Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: only a small portion of the haptic and a broken haptic were returned in a specimen cup. Solution and a blue ink like substance is dried on the lens. The lens is cut, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare, halos, poor night vision, negative dysphotopsia, and refractive error. The lens was exchanged for a different model in a secondary procedure. Additional information was provided that four years following the initial procedure, the patient reported glare and visual acuity is frosty, which started the day after her surgery. Six months later the patient was still complaining of poor night vision, blurry vision, glare and halos. Six months after that, the patient reported worse vision especially at night, unable to drive at night due to glare and feels as though not enough light gets into the eye for her to be able to see. In the surgeon's opinion, multifocal with glistenings intolerance, glare, halos, negative dysphotopsia, poor night vision, and refractive error caused or contributed to the event. The patient had an iol exchange and pars plana vitrectomy procedure. The iol was exchanged for an iol by a different manufacturer. The patient's vision, glare and halos have improved. The prognosis is excellent.